Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The tachy therapies were turned off and the device remains implanted. The patient was not adversely affected.